Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis manifested as cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause was not reported. The pd effluent cleared following treatment with intraperitoneal injection (ip) of gentamycin and ip vancomycin (doses and frequencies not reported). Patient outcome not reported.